Event description:
I had breast cancer. Seventeen years later I decided to get implants. My left breast was removed and the right had already had breast cancer. I had the spacers, then the implants. The left side of my breasts would not heal, it turned black with necrotic tissue, and little pin holes would open up. I would go to the doctor's office, he would set it up, and try different antibiotics on me. This went on for over 1 year. Finally after work my body just could not take it any more, and I blacked out at home with 106 degrees fever. Luckily I was rushed to the hospital in time to save my life, I had sepsis. The doctor said I had maybe 2 hours to live tops, they also said I had the worst infection the doctors had ever seen. I was in the hospital, (B)(6) for about 3 weeks. After being let out, I had to go back for IV antibiotic treatment. When I healed I again got implants, put in by a different doctor. Everything was fine until I went thru an extreme period of stress, where I got these huge itching ulcers in my mouth. They felt like an army of ants running through my mouth, it was the most painful itching thing I have ever had. I went to my dentist and internist said it was from the stress of moving. When I got to (B)(6), I immediately went to doctors for help, actually 41 doctors and oral surgeons. Not one doctor knew what was wrong. I then started to develop the ulcers behind my ears, then my back. These eventually healed. I was told by every doctor this was all my fault and labeled as a picker, causing my problems. Then I got a huge break out everywhere. All over arms, legs, back, and these would not heal. A gastro man whom could find no evidence if candida, put me on haldol for 1 year, finally I couldn't take the effects of the haldol and threw the bottle away. Then I started to get huge sores in my head, that again would not heal, they itched so bad. I believe its fungal as I have these areas on top of my head, that start as pimples, and enlarge into the sores, along with this my hair on top, would come out and there was at least 4 wrapped together with a fungal like bulb they were growing out of. I also developed shaking so bad I am on gabapentin. I also tested positive for lyme disease according to (B)(6), not the cdc. I was treated way in the beginning for "mgnus" (a disease that can cause a rare deadly cancer). I had to go to the cancer doctor every 3 months to be checked out. My iga and igm (I think that is the right ones) were so high, of course in later reading I found this to be a classic story of lyme disease. I have an appointment in (B)(6) to have my breasts taken out, and then I will know all the facts if the lyme, mold fungus, parasitic infections were caused by my implants. One last side note: not one doctor offered me testing for any of my symptoms. They just said I was crazy. The oral surgeons pulled most of my teeth out and told me this was the problem, and not one of them was right. I did go to a lyme specialist, who put me on all types of herbal meds that did not help either.